Event description:
The MFR's svc tech reported the ventilator had been serviced and final testing was performed. The svc tech reported during testing the ventilator stopped with no alarm, and the display was dark. The ventilator was not in use on a patient, therefore, there was no pt involvement or harm. The svc tech reported the power supply had failed. Eval of the power supply failure indicated the ac to dc converter failed. The power supply was replaced to correct the reported problem.

Manufacturer narrative:
Na